Manufacturer narrative:
The investigation for the ventricle perforation has been completed. Clinical details state that during a pci procedure, the physician was trying to place a swan cath and, ultimately, moved the impella out of position. This caused a ventricle perforation. Product was not returned for inspection. Data logs were reviewed, and it was confirmed that there were 8 "impella position in ventricle" alarms triggered during the case. The first of which, was triggered roughly 2.5 hours after case start, which would align with the typical timeline of a pci procedure. The root cause of the ventricle perforation was determined to mostly likely be improper positioning due to interaction with another device.

Manufacturer narrative:
Upon completion of the investigation, a supplemental report will be submitted. B5 updated with additional information h6 health effect - clinical codes updated to reflect additional failure modes received. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12940: e4 should have been left blank. G1 reporting contact facility name missing. G1 reporting contact fax number missing. G2 report source; study missing.

Event description:
Additional information received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured cardiac tamponade with a definite relationship, pulseless electrical activity (pea) arrest with a "definite" relationship, and ventricular tachycardia with a "definite" relationship to the impella device.

Manufacturer narrative:
The investigation into vt/vf has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report (B)(4).

Event description:
The user facility reported that a 79 year old male patient was on impella cp support and during swan placement and manipulation, ¿impella became dislodged¿ and perforation noted on exam. Pericardial tap and autotransfusion and massive transfusion was started. The patient was sent to the operating room for a left ventricle patch. The patient was on impella support for 4.85 hours before expiring. Cause of death is unknown. The relationship between the impella and the cause of death is unknown.

Manufacturer narrative:
The impella device has not been returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella cp with smartassist system states: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings section: pre-support evaluation ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.